Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the guidewire got stuck at the needle tip and in the patient's artery". No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported "the guidewire got stuck at the needle tip and in the patient's artery". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, arterial catheterization device for analysis. Signs of use in the form of biological material were observed. It was noted that the guide wire handle was in the starting position at the proximal end of tubing; however, the unraveled portion of guide wire exceeded the needle bevel. Additionally, the catheter was advanced off the needle cannula. To better analyze the sample, the uncoiled portion of the guide wire was gently retracted back through the cannula. Visual analysis revealed that the guide wire core wire had separated approximately 7mm from the distal weld. Microscopic examination confirmed the point of separation and revealed that the distal weld was secure to the core and coil wires. Microscopic examination also revealed that the inner edge of the needle bevel was warped. The guide wire length from the black handle to the distal weld measured 4 1/4", which is within the specification limits of 4 3/16"-4 3/8" per the guide wire with handle product drawing. The outer diameter of the black handle (per measurement c in the guide wire with handle product drawing) measured 0.115", which equals the nominal value of 0.115". The guide wire outer diameter measured 0.44mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The cannula outer diameter measured 0.032", which is within the specification limits of 0.032"-0.0325" per the cannula product drawing. The cannula inner diameter at the distal end measured 0.023", which is within the specification limits of 0.0226"-0.0240" per the cannula product drawing. After the guide wire was removed from the cannula, a lab inventory guide wire with a diameter of 0.018" was inserted through the cannula. Little to no resistance was observed as the guide wire pass completely through the cannula. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". Manufacturing was contacted as part of this complaint investigation. They indicated that needle bevels are 100% inspected (under 5x magnification) for damage only at the tips. They do not inspect for damage as seen on the returned sample. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report of an unraveled guide wire due to swg/needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled. The unraveled portion was completely advanced through the cannula. This is an indicator that the guide wire was fully deployed before becoming damaged. Slight damage was also observed on the needle bevel. Aside from the damage, the guide wire and the cannula met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. The root cause cannot be determined as it is unknown if the damage to the needle bevel occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.